Event description:
Additional information was provided by the nurse, that her facility had performed a cause investigation themselves, and their investigation identified a possible cause that was not related to the reported iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant procedures by the same surgeon on the same day, 20 cases of fibrinous uveitis were diagnosed. Additional information has been requested; however, the facility has declined to provide further information.